Event description:
Caller reported that their pump battery would not charge. There was no adverse impact on the customer's blood glucose level. Customer was instructed by technical support to try a different wall outlet and charging cable, though these attempts did not resolve the issue. As a corrective action, technical support decided to replace the pump. The customer planned to use multiple daily injection (mdi) therapy as backup for insulin delivery while awaiting the replacement.